Event description:
According to the reporter, a trochanteric fixation nail (tfn) was being performed on a patient with a hip fracture. When the helical blade was inserted, it would not advance. The set screw sheared off into the nail. Surgeon backed out blade and discovered that the locking mechanism in the nail was already engaged. Surgeon used a different nail with the same blade and reinserted everything and was able to successfully complete the procedure. The nail that was not used is available for return.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.